Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for cut tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #764355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the tubing is leaking 1/2 cm from needle end with a bd vacutainer® push button blood collection set. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2). It was reported that the butterfly blood collection set tubing is leaking approximately 1/2 cm from the needle end.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing is leaking 1/2 cm from needle end with a bd vacutainer® push button blood collection set. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2) it was reported that the butterfly blood collection set tubing is leaking approximately 1/2 cm from the needle end.